Event description:
It was reported the patient presented to the emergency room after receiving several shocks. A marker anomaly was observed when the device incorrectly detected an interval as ventricular sensing during the episode. The marker anomaly did not have an affect on patient therapy. No resolution was recommended. No further information is available.